Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with dizziness and chest pain. The right ventricular (rv) lead exhibited oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.